Manufacturer narrative:
Irrimax is submitting this report in accordance with 21 cfr 803. This report is based upon information provided to irrimax. Irrimax will continue to contact reporting physician and other sources as necessary for the purpose of obtaining additional information and will, as necessary, file a follow-up report. The previous paragraph shall be included in any information or report disclosed to the public including information or reports provided under the freedom of information act.

Event description:
Patient had vastus medialis obliquus (vmo) failure 6 to 12 weeks post-operatively. Follow-up operation was conducted to repair quadriceps.

Manufacturer narrative:
Irrimax is submitting this report in accordance with 21 cfr § 803. This report is based upon information provided to irrimax. Blank fields indicate that the information was not provided by physician reporting the event, was not available, or was not applicable. Irrimax has made multiple requests for medical records and has not received a response. Irrimax will continue to reach out and will file an additional follow-up report if new information is provided. This report does not constitute an admission to or conclusion by FDA, irrimax, or its employees or agents that the device, irrimax, or its employees or agents caused, contributed in any way to, or any way is connected with the event(s) described in this report. The previous paragraph shall be included in any information or report disclosed to the public including information or reports provided under the freedom of information act.

Event description:
Patient had vastus medialis obliquus (vmo) failure 6 to 12 weeks post-operatively. Follow-up operation was conducted to repair quadriceps.